Manufacturer narrative:
After the lesion was dilated by a 1.5mm non-cordis balloon catheter, a saber 3mm x 4cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used for additional dilation; however, it ruptured at the first inflation. There was no report of patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. It is unknown if the device prepped normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. There was no information on how the procedure was completed. The device was returned for analysis. One non-sterile unit of saber 3mm x 4cm 155cm bc was returned. Per visual analysis it was noted that the balloon was previously inflated and deflated. No other anomalies were noted. A leak test was performed and a leak was noted on the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the rupture found on the balloon. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17291638 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported, after the lesion was dilated by a 1.5mm non-cordis balloon catheter, a saber 3mm 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was used for additional dilation, however it ruptured at the first inflation. There was no report of patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. There were no kinks or other damages noted prior to inserting the product into the patient. It is unknown if the device prepped normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. There was no information on how the procedure was completed. There are neither procedural images nor a procedural cd available for review. The device will be returned for analysis.